Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five shocks that were not effective in converting the arrhythmia. The patient was hospitalized, and therapy was programmed off. Technical services (ts) review of the data was requested. Upon review, ts observed that there were other stored episodes where the arrythmia was successfully converted. The fast ventricular fibrillation (vf) in the questioned episode appears similar to the one in the previous episode where conversion was successful, which was only 26 days earlier. Ts suggested determining if anything had changed clinically with the patient and to obtain images to determine vector and system assessment. Attempts to obtain additional information are being performed. At this time no additional information is available. If additional information becomes available the report will be updated at that time.